Manufacturer narrative:
The allegation provided indicated that the pt expired as a result of the gran mixer. Currently, product identifiers have not been provided. This reported event is on the same pt involving two separate products and associated with MDR #1225714-2013-01235.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011, after the use of the product.